Event description:
The customer called and reported receiving a motor error alarm on the insulin pump during priming. The customer's blood glucose level was 134 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A motor error alarm occurred during occlusion test, due to slightly loose drive support disk. The motor passed motor test. The insulin pump was received with minor scratches on the lcd window, a scratched reservoir tube window and cracked reservoir tube lip.